Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was not able to troubleshoot because of the resumed the insulin pump. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reports that there is physical damaged on the insulin pump. The customer notice that the belt clip is not staying on the insulin pump and she sees that the notch is missing from the insulin pump itself. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was minor scratches on lcd window, cracked case at the display window corners and with broken belt clip slot.